Manufacturer narrative:
Although the patient age and date of birth were not reported, it was reported the patient was over 18 years old. (B)(4) for the reported event of clip would not release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used for mechanical clipping of a mucosal defect post sleeve gastrectomy performed on (B)(6) 2013. According to the complainant, during the procedure, the surgeon noticed a mucosal defect in the esophagus. The resolution clip was deployed onto the site after rotation of the device; however, the clip could not be completely released from the catheter. The clip was pulled off the tissue unintentionally and removed from within the patient through the scope. No obvious damage was noted to the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Upon investigation, it was noticed that the clip assembly was mashed onto the bushing. The prongs were locked into the capsule and could not be opened or closed. The clip assembly could not be deployed. Additionally, analysis of the returned device revealed a kink in the control wire. The over sheath assembly was slightly accordinaned at the sheath grip. Based on the condition of the returned device, the reported failure was confirmed. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation on june 28, 2013 that a resolution clip device was used for mechanical clipping of a mucosal defect post sleeve gastroectomy performed on (B)(6) 2013. According to the complainant, during the procedure, the surgeon noticed a mucosal defect in the esophagus. The resolution clip was deployed onto the site after rotation of the device; however, the clip could not be completely released from the catheter. The clip was pulled off the tissue unintentionally and removed from within the patient through the scope. No obvious damage was noted to the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.